Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is undetermined. The caller stated that the customer was very brittle. The caller stated that there were no events or illnesses prior to death. The caller did not know the customer's blood glucose at the time of death, however, the last recorded blood glucose value was 125 mg/dl on (B)(6) 2016. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller agreed returning the insulin pump for analysis.